Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the ultrasound system displayed a usacquisitionhw_40 error when the user initialized the transducer. There was no patient care at the time the error occurred. The user was simply preparing the ultrasound system for the next procedure. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an error message. The transducer was returned, and an investigation was performed. The error message was reproduced during the investigation. The cause of the issue was determined to be a gastro flex thermistor trace crack and open because of insufficient gastro flex reliability; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. Complaint reference #: (B)(4).